Manufacturer narrative:
The report of high impedance was confirmed. Analysis of extension b found it had multiple opens when tested for continuity. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
Related manufacturer reference number:1627487-2023-05929, 1627487-2023-05931. It was reported the patient's leads had high impedances. Surgical intervention was undertaken wherein the ipg and extensions were explanted and replaced to address the issue.